Event description:
During baxter's follow-up call to the patient's registered nurse (rn) regarding an unrelated alarm, the rn reported that the home patient (hp) is currently in the hospital with peritonitis. It is unknown if the peritonitis is causally related to the hp's pd therapy. On (B)(6) 2012 the home patient's rn provided additional details related to this report: the patient went in for routine blood work on (B)(6) 2012 and it was determined at that time that the hp acquired peritonitis. The hp was transferred to another hospital for treatment and was just released on (B)(6) 2012. The rn does not have a discharge summary to state specific treatment, however she does know that the peritonitis has resolved. The cause of the peritonitis is thought to be poor aseptic technique and is not related to baxter solutions or pd therapy per the hp's rn.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A batch review was performed on the reported lot with no deviations found. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: should have been checked also in the initial MDR.